Event description:
It was reported via an article published on luts: lower urinary tract symptoms about a study to evaluate factors impacting continence recovery following holmium laser enucleation of the prostate (holep) for surgeons early in their holep experience. To conduct the study data was collected from 156 patients that underwent holep at the same facility between november 2020 and may 2023. Data between november 2020 and january 2022 were collected retrospectively. Individuals undergoing a holep between february 2022 and may 2023 were prospectively recruited and consented prior to inclusion in the database and their data are collected prospectively. Prostates were enucleated using a boston scientific moses holmium laser with an enucleation setting of 1 j and 40 hz and a hemostasis setting of 2 j and 40 hz. After completion of enucleation, the prostate is morcellated within the bladder. After morcellation was completed and hemostasis is ensured, a 22 french catheter is placed with continuous bladder irrigation. Among the subjects undergoing holep, 8 out of 17 at risk remained incontinent at 6 months and 7 out of 10 at risk at 12 months remained incontinent. For those who recovered continence, the median time to recovery was 1.6 months. Out of the 152 included subjects, 11 operative notes included a discussion of difficulties encountered during the case, these difficulties included prolonged procedure due to large prostate, excess bleeding requiring the use of the button electrode to cauterize at the end of the case, the need for repeat cystoscopy to place the catheter over a wire and, undermining at the bladder neck. The complication rate was low in the study with 18 of 152 subjects experiencing a complication. In those that never recovered continence, there were two cases of prolonged foley replacement. In those that recovered continence, 10 experienced hematuria requiring irrigation in nine and urinary retention in one.

Manufacturer narrative:
Doersch, k., hines, l., campbell, t., jain, r., & quarrier, s. (2024). Predictors of postoperative urinary incontinence after holmium laser enucleation of the prostate (holep) for surgeons early in their experience. Luts: lower urinary tract symptoms, 16(5):e12533. Doi: 10.1111/luts.12533.